Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 400 mg/dl. The current blood glucose level of customer was 180 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom related with high blood glucose level. Customer stated that infusion set had bent cannula. Customer also had issue with tape that was not adhering. Customer had no issue with scarred tissue, hardened tissue and stretch marks. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.